Event description:
It was reported that when a screw was implanted in the right s1 pedicle, after attaching rod to the saddle with a blocker - during manipulation of distraction to complete discectomy and interbody device placement, the tulip separated from the screw shank. It was discovered during x-ray of post implantation of interbody device. Screw was then removed with poly head adjuster driver, and replaced with another screw. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual analysis, device history review, complaint history review, risk assessment; result: the reported event of a screw tulip disengagement was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The screw was returned in 2 pieces as the tulip head was disengaged from the main screw shank. There was deformation on the bottom of the tulip head and on the screw shank head. Per correspondence with the sales rep, the surgeon appeared to apply excessive force during the compression of the construct post inter-body implantation. Conclusion: the probable root cause of the reported event was determined to be user error- excessive compressive force applied.

Event description:
It was reported that when a screw was implanted in the right s1 pedicle, after attaching rod to the saddle with a blocker during manipulation of distraction to complete discectomy and interbody device placement, the tulip separated from the screw shank. It was discovered during x-ray of post implantation of interbody device. Screw was then removed with poly head adjuster driver, and replaced with another screw. There were no adverse consequences to the patient.

Event description:
It was reported that when a screw was implanted in the right s1 pedicle, after attaching rod to the saddle with a blocker - during manipulation of distraction to complete discectomy and interbody device placement, the tulip separated from the screw shank. It was discovered during x-ray of post implantation of interbody device. Screw was then removed with poly head adjuster driver, and replaced with another screw. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was received on 05/14/2018. Section corrected. Section updated with return date.